Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges the device has a strange odor and is very loud. The patients states that there is a very bad plastic and metallic burning smell which altered their taste buds. The patient alleges experiencing dizziness, low energy, headaches, runny nose and eyes when he wakes up. The patient also states he has to sit and clear his head after removing the headgear/mask, is sluggish after a nap and his body is off until he lays down for the night. There was no allegation of serious or permanent harm or injury. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges the device has a strange odor and is very loud. The patients states that there is a very bad plastic and metallic burning smell which altered their taste buds. The patient alleges experiencing dizziness, low energy, headaches, runny nose and eyes when he wakes up. The patient also states he has to sit and clear his head after removing the headgear/mask, is sluggish after a nap and his body is off until he lays down for the night. There was no allegation of serious or permanent harm or injury. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 04/11/2025 and section h11 should be reported as: the manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges the device has a strange odor and is very loud. The patients states that there is a very bad plastic and metallic burning smell which altered their taste buds. The patient alleges experiencing dizziness, low energy, headaches, runny nose and eyes when he wakes up. The patient also states he has to sit and clear his head after removing the headgear/mask, is sluggish after a nap and his body is off until he lays down for the night. There was no allegation of serious or permanent harm or injury. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed that black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. During secondary findings, the manufacturer observed from an external and internal inspection that missing air inlet filter, ui (user interface) knob broken, unknown sticky substance on blower motor seal, high pitch blower whine. The air outlet port had dust-like contamination in it. Tan dust-like contamination at the air inlet. Pca (printed circuit assembly) had light dust-like contamination all over the top of it. Dust-like contamination on top of the blower box, blower motor, in the bottom of the blower box and throughout the bottom of the enclosure. Air inlet seal not seated correctly. Possible unauthorized rework, blower isolator dislodged from blower box. Possible unauthorized rework. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was an evidence of sound abatement foam degradation and also confirms the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Box d and h was updated in this report.